Manufacturer narrative:
Device received with stripped battery cap coin slot noted. The test reservoir p-cap was able to lock in place. Device received with no button response on esc, act, up arrow and down arrow button due to flattened dome switch. The connector was inspected and locked on lcd board noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call keypad anomaly on the insulin pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with stripped battery cap coin slot noted. The test reservoir p-cap was able to lock in place. Device received with no button response on esc, act, up arrow and down arrow button due to flattened (no creased) dome switch. Connector was inspected and locked on lcd board noted. (B)(4).